Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had lost a lot of weight and then the pump shifted and was poking out of her belly. The weight loss may have led or contributed to the issue. The patient was given antibiotics and the pump and catheter were explanted. The issue was resolved at the time of this event. The patient's status was "alive- no injury" and no further complications were expected or anticipated.